Event description:
Missing display segments/ other- 08/26/2019 08:32:43 (B)(4). Mnr customer cannot approve level 2. Please contact customer if additional charges apply. Npi.  Corrosion in iui. Replaced display board.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode.